Event description:
It was reported to boston scientific corporation that a 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was being used during a therapeutic hydrothermal ablation (hta) procedure in 2008, (patient weight is unknown). According to the complainant, about 12 minutes into the procedure with approximately 2 minutes remaining, the machine was making a loud clicking noise. The line that goes to the reservoir had air bubbles going up that line, instead of fluid. That let the representative know that there was something going on and he looked down and noticed water dripping out of the cassette. The procedure was completed successfully. After the procedure was over the representative popped the cassette off and the spindle wheel and noticed that the spindle wheel had chewed a large hole into the tubing. The patient's condition was reported as "fine."

Manufacturer narrative:
The results of the nasp documentation review show all in-process and final release testing were performed in accordance with the appropriate procedures. No evidence of a manufacturing related, potential cause for this type of event was found. The procedure set was tested in the bsc lab and the technician was able to confirm the tubing had a hole and was "shredded". This event was caused by another device, the hta console that was found to have a bad pump motor. Refer to 3005099803-2008-02243.